Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) failed to pace correctly. The epg was pacing at an acceptable rate but when the mode was switched, the patient's rate dropped below forty beats per minute. The epg was tested in the biomedical department and no issues were found. It was recommended that the epg be returned to the manufacturer for analysis. The status of the epg is unknown. No further patient complications have been reported as a result of this event.